Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that following a meal and meal announcement, the user experienced hyperglycemia with glucose rising above 400 mg/dl and remaining above range for approximately four hours, without receiving device alerts for prolonged hyperglycemia and without use of backup therapy or ketone testing. Symptoms included elevated blood glucose without acute complications such as loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included no need for medical intervention, no hospitalization, and no assistance from others. Investigation included support outreach, completion of a high blood glucose questionnaire, and continued monitoring guidance. Investigation of this case revealed that glucose subsequently trended down to within closer range, with no device alarms reported and no specific device component issue identified, and the cause remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.